Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the downstream occlusion sensor is defective. There was no patient involvement.